Event description:
The customer contact reported that during testing at the user facility, "motor b will not turn and it is not driving the cassette." There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver. This was due to the motor being separated from the motor gearbox causing the motor to not drive the gear box and the cartridge rotor.